Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve into a complex bicuspid native annulus, a post implant balloon aortic valvuloplasty (bav) was performed that caused the valve to dislodge. The valve was snared into the ascending aorta and a second transcatheter bioprosthetic valve was loaded onto another delivery catheter system (dcs) that was successfully implanted. No additional adverse patient effects were reported.